Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2018-00869: product evaluation: failure analysis for fiber 0010-2400-21381522-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char on surface; the outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: operational context. The probable root cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a procedure, with 116,834 joules having been used and 22 minutes having been expended, it was noted that the fiber was defective and the fiber was replaced. The second fiber was noted to be defective after 130,672 joules having been used and 22 minutes of time had been expended. Neither fiber tips were cleaned during the procedure. Biopolar resection was utilized to complete the procedure. No injury was reported. This report is for the first fiber.